Event description:
It was initially reported that the pt's generator was unable to be interrogated on (B) (4) 2009. It was also noted that the pt was having multiple seizures and had to be sent to the ER. It is unk if the amount of seizures is below the pre-vns baseline levels. It was later indicated that some troubleshooting was performed, which did not resolve the issue. There were no further details provided at that time. A manual battery life calculation was performed based on the pt's current settings, which resulted in approximately 8.35 years until eri=yes. Good faith attempts to obtain add'l info have been unsuccessful to date.